Event description:
According to the reporter, when the device was used for a pt in cardiac arrest, the device powered down by itself twice while attempting to charge to 360 joules. The report states that the device was plugged into ac power at the time. The device successfully charged to 200 joules and then a backup device was used to continue the code. The pt was resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and observed that an aftermarket battery installed in the device had a low charge capacity and uninsulated battery terminal connectors that showed evidence of intermittently arcing. Physio replaced the battery and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.